Manufacturer narrative:
(B) (4). (B) (4). Of device issue - off label use. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to deploy-thumb advancer, failure to deploy, exchange sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was met during thumb advancer deployment, thumb advancer deployment was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the exchange sheath was not split the last 1/4 inch. There were no reported adverse patient effects. Though requested, no additional information was provided.